Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer to inspect the device, perform a data download, and contact them again to review the information. Resmed has attempted to make contact with the customer for further information regarding the complaint, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device was not delivering breath during nocturnal use. The device was not in the reporters possession as the time of this report. There was no patient injury reported as a result of this incident.